Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited myopotential inhibition. Low level, high frequency noise was noted on stored electrogram. No intervention was performed and the patient would continue to be monitored with routine follow-up.

Event description:
It was reported that the patient was brought into the clinic on (B)(6) 2017. Upon interrogation, the noise was reproducible with isometrics. Programing change was made to address the issue.